Event description:
The customer called to report high blood glucose levels. The reported blood glucose reading was 349 mg/dl. Troubleshooting was performed and the insulin pump was programmed correctly. The insulin pump passed the prime test, but the customer did not have the tubing clamp for the high pressure test. Found low battery alarms and a no delivery alarm in the alarm history. Nothing further was reported.

Manufacturer narrative:
The insulin pump alarmed no delivery outside of the spec range due to a faulty force sensor. The insulin pump had normal operating currents. No unexpected low battery or failed battery test alarms were noted.